Manufacturer narrative:
Medical product: ellipse dr ICD, us; therapy date: (B)(6) 2020.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08746. It was reported that when the patient presented in clinic, endocarditis was observed via echocardiogram. There was no sign of pocket infection. The physician believed that the patient¿s infection was initiated from within and vegetated to the leads inside the heart. The device system was explanted. The patient was stable before, during and after the procedure. The new device implant was mentioned when there is no sign of infection.